Manufacturer narrative:
Report date: 26aug2021. There was no patient involvement.

Event description:
The customer reported diagnostic error "alarm led failed" (ec 1105). The device was not in use on a patient. No patient or user harm was reported. The remote service engineer (rse) customer confirmed the reported failure with the customer. The (rse) advised the customer to try swapping known good power management (pm) printed circuit board (pcb) to see if issue is corrected or replace power switch overlay if problem persists. The customer replaced the power switch overlay to resolve the issue. The unit was tested, and it was returned to service.